Event description:
It was reported that during release of the transcatheter aortic valve, an infold was observed. The valve was recaptured and withdrawn from the patient, and a new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop34us}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during release of the transcatheter aortic valve, an infold was observed. The valve was recaptured and withdrawn from the patient, and a new valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that the infold was first observed during the first deployment attempt. Additional information was received indicating that there was a procedural delay.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was first observed during the first deployment attempt.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab and subsequently forwarded to the santa ana return product analysis lab. The valve was enclosed inside a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve is discolored, showing evidence of blood contact. All leaflets appear fully open. All leaflets exhibit evidence of desiccation, resulting in stiff but slightly flexible leaflets. Although desiccation is observed, all leaflets appear intact. All commissures were intact with coagulated blood/thrombotic-appearing host growth on comm 3-1. There were no signs of damage, such as kinks or bends to the frame. Due to the receipt condition, a detailed analysis could not be performed to simulate the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.